Event description:
Caller reported a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Customer will continue using the current pump while waiting for a replacement, as the pump was under warranty and a new one was dispatched. Customer was instructed on how to put the pump into storage mode and return it within 10 days using a pre-paid ups return box. All necessary steps for receiving and setting up the new pump were communicated, and the customer understood and acknowledged these instructions.